Manufacturer narrative:
Device evaluation summary: the device returned with the external slider and backend wheel in the home positions. There was no deformation evident to the graft cover. The external slider was rotated, and the graft cover was retracted and advanced with no resistance noted. Resistance was noted retracting the trigger. The trigger did not return to the home position when released after activation. There was no damage evident to the screw gear threads which would have hindered movement of the slider. The external slider was disassembled. The trigger sleeve did not return to the home position. The end of the spring was positioned against the trigger sleeve. On inspection of the spring a small burr was observed on one end. Longitudinal scratches were visible on the inner sider. The reported removal difficulties were confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 40mm aaa. It was reported that during the index procedure the bifurcate was implanted, however when removing the delivery system the trigger could not be pulled back and docked. It was noted that the delivery system was inserted through the dryseal, so it could be removed without docking. Per the physician the cause of the event is determined. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
B5; additional information received: it was confirmed the deployment and removal steps were followed per the IFU. The position of the graft was not affected during the removal difficulties. The trigger was not used during the deployment, just the external slider. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.